Event description:
Customer reported hospitalization due to heart issues and high blood glucose. The blood glucose reading is 250 mg/dl. Customer was tired and thirst. Customer treated with bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip, battery tube threads and scratched display window noted during visual inspection.